Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio2 inr: 5.2; laboratory inr: 2.1; therapeutic range: 2.0 - 3.0. The exact time between testing is unknown, however, both tests performed on the same day. Reportedly, multiple drops of blood was added to the sample strip. There was no reported adverse patient sequela. Though requested, the customer was unwilling to provide specific patient data. There was no add'l info provided.